Event description:
It was reported that wire broke through balloon material occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 5.0 x 200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. Pre-dilatation performed prior to use the balloon. However, the wire broke the balloon during mounting during procedure. A v-18 wire was used as a loading tool when advancing through the sheath. The procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation result codes: updated device evaluated by MFR: the ranger device was returned for analysis. A visual examination identified that the balloon was tightly folded which indicates that the device was subjected not subjected to positive pressure. The balloon was noted to be twisted at the centre. A leak test was carried out using de-ionized water when liquid was observed exiting from the tip of the device. An examination of the balloon material found no issues. The loading tool was not present on device. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at the same location as the balloon twist. A leak test was carried out to identify the location of where the guidewire exited the device. Liquid was observed exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is most probable that the location of the lumen breach is where the shaft is kinked. No other issues were identified with the shaft. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that wire broke through balloon material occurred. The 80% stenosed, 200mm target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 5.0 x 200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter and a v-18 control wire were selected for use. Pre-dilatation was performed prior to use of the balloon. During the procedure, it was noted that the wire broke and coming out through the balloon. The procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned for analysis. A visual examination identified that the balloon was tightly folded which indicates that the device was subjected not subjected to positive pressure. The balloon was noted to be twisted at the centre. A leak test was carried out using de-ionized water when liquid was observed exiting from the tip of the device. An examination of the balloon material found no issues. The loading tool was not present on device. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at the same location as the balloon twist. A leak test was carried out to identify the location of where the guidewire exited the device. Liquid was observed exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is most probable that the location of the lumen breach is where the shaft is kinked. No other issues were identified with the shaft. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that wire broke through balloon material occurred. The 80% stenosed, 200mm target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 5.0 x 200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter and a v-18 control wire were selected for use. Pre-dilatation was performed prior to use of the balloon. During the procedure, it was noted that the wire broke and coming out through the balloon. The procedure was completed using an alternate device. There were no patient complications as a result of this event.